Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for the right ventricular (rv) lead high impedances out of range. Technical services (ts) discussed would need to have the patient send a transmission to get the out of range value and subsequent values. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for the right ventricular (rv) lead high impedances out of range. Technical services (ts) discussed would need to have the patient send a transmission to get the out of range value and subsequent values. This crt-d remains in service. No adverse patient effects were reported. Additional information was received, which indicated that a new rv lead placement was attempt, nonetheless the venous access was totally occluded. There have been no noise episodes and no subsequent out of range impedance measurements since the original alert. The physician returned the system to its original settings and no further action has been taken. The doctor is not recommending an extraction at this time due to the patient's age and very chronic dual coil lead. This crt-d remains in service. No additional adverse patient effects were reported.